Event description:
ICD was implanted on (B)(6) 2022 and on (B)(6) 2025 patient admitted with multiple episode of vt/vf. After interrogation, we found device had reached eos. Patient immediately got admitted and next day the device was explanted and replace with new device.